Manufacturer narrative:
A lot history review (lhr) of reyl1887 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer, at this time, for evaluation.

Event description:
It was reported that the patient supposedly, had the catheterization on (B)(6) and the process was successful. In the morning on (B)(6), the nurse reportedly, checked the ward and supposedly, found the catheter was broken, and supposedly, the broken location was at 0.5cm inside the strain relief. Reportedly, the broken tube was found and it was said the remaining tubes inside the body were reportedly, immediately removed. It was said, the catheter had no other abnormal signs. Allegations made that, due to the timely treatment, more serious conditions were avoided.